Event description:
During a follow-up, the device was unable to communicate via bluetooth telemetry. While interrogating the device with a programmer and error message was received. No further intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of an inability to pair due to the implanted device was confirmed. Review of the provided information concluded that the phone was unable to pair with the device due to incompatibilty of the phone. An mtx was provided to the patient and pairing was successful, no anomaly was noted on the implantable device.